Event description:
The customer reported that her olympus video telescope ¿endoeye hd ii¿ was only displaying a green screen when it was plugged in during a procedure. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested and the image was present and the correct coloring. However, there were dents noted in the outer tubing, cracks in the video connector, and serial label was loose. Additionally, the distal fibers were damaged, the objective frame was dented, and debris was found under the light guide cover glass. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Report source: ("foreign" was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown when the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4 the device manufacture date has been confirmed and provided.